Event description:
Customer's father reported via phone that customer experienced keypad anomaly. It was reported that the act button was not responding. Customer's blood glucose was 400 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Unit had cracked case at display window corner and minor scratched lcd window.